Event description:
It was reported that the healthcare professional (hcp): was planning on adding two leads for peripheral nerve stimulation because the patient was not getting the pain coverage he needed in the left low back. It was noted that reprogramming was tried but could not capture patient¿s desired coverage. There was no complaint about the function of the device itself. Complaint was about the coverage area not covered with the current lead. Additional information received reported that films had shown the lead slightly to the right which was the same as implant. No malfunctions were seen or cause determined. Two quad plus leads were placed to cover the target area via surgery on (B)(6) 2013. The patient outcome was the patient had good coverage.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 37746, serial# (B)(4), product type: programmer, patient. (B)(4).